Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.